Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient underwent a duraloc/long srom construct over 25 years ago on her right hip. The date and location is unknown. Her cup and stem are well fixed. Her xrays revealed advanced polycentric wear. She is being revised today to a new liner and new srom head primarily for polycentric wear. She was revised to a cemented in pinnacle liner in the duraloc cup. The primary reason to control version of the liner. Doi: over 25 years ago dor: (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.